Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a colorectal polypectomy, the doctor tried to cut the loop with the subject device. But, the doctor could not withdraw the subject device, since the loop got in entangled the subject device. Therefore the doctor severed the insertion portion of the subject device, and retrieved the fragment. The procedure was completed with different device. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01076 to provide additional information. The subject device was not returned to olympus medical systems corp (omsc) for evaluation, because it was already discarded. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from may 24, 2016 (delivery date), there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, it is known that the loop was caught in between the cutter and the loop hanger due to pulling the slider without positioning the loop vertically to the loop hunger. The instruction manual of the subject device warns; *do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter.